Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the upstream occlusion test was failed¿ was confirmed. Further investigation found the downstream occlusion (dso) sensor was non-reactive. The dso sensor was replaced. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the upstream occlusion test was failed¿. During device evaluation it was found the downstream occlusion sensor was non-reactive. It was found during testing. There was no patient involvement.